Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The investigation determined that the battery's failure to charge was due to an isolated component failure in the main printed circuit board (pcb) of the device resulting in loss of contact with the power supply. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery would not charge. There was no patient injury reported as a result of this incident.